Manufacturer narrative:
Corrections: d10 (suspect not returned). Investigation conclusion: the reported issue of dim segments was confirmed on the returned lvp display board assembly. The returned board was tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. The returned display board exhibited dim segments. Device inspection: physical inspection noted each board was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials device history review: review of the s/n (B)(6) service history record showed the device had a manufacture date of 22aug2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 27nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only a display board was provided for investigation.

Event description:
It was reported that (1) display boards will be replaced due to dim segments located on the far right digit, top right segment.. There was no patient involvement, issue found during routine annual preventive maintenance cycle.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (1) display boards will be replaced due to dim segments located on the far right digit, top right segment. There was no patient involvement, issue found during routine annual preventive maintenance cycle.